Event description:
Patient had femoral head device revised 5 months after implantation, following fall at home and fracture of the neck portion of hip.

Manufacturer narrative:
X-rays requested. Device not saved by staff.